Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(4) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable cardioverter-defibrillator exhibited premature battery depletion via a merlin.net alert transmission. The device prematurely reached elective replacement indicator based off a previous longevity estimate transmission. The implantable cardioverter-defibrillator was explanted and replaced. Patient's condition was stable throughout.